Event description:
The physician reports that a patient underwent cataract surgery with placement of the crystalens iol in his right eye. Preoperatively, the patient's bcva was 20/20 and his manifest refraction was +5.75 + 1.50 x 90. Approximately two weeks postoperatively, the patient noticed a gradual decrease in his distance vision. The physician examined the patient in 2007 and noted that the orientation of the lens had changed. At this visit, the patient's bcva decreased to 20/30, manifest refraction changed to -5.00 + 3.00 x 90. Secondary surgical intervention was performed in order to exchange the lens. After the lens was exchanged, the patient's bcva improved to 20/25 and manifest refraction improved to -1.25 + 1.25 x 107. The patient's prognosis is good, improving. The physician reports that the root cause of the event is unknown.